Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, lot# j11268r49, serial# (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Additional information received reported the device system had been used to deliver hydromorphone. The patient received a dose adjustment on (B)(6) 2013; the results indicated ¿pain was decreased¿. It was noted the patient was hospitalized due to the replacement procedure for normal battery depletion. The outcome to the patient was no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately two weeks from the date of this report this pump was replaced due to nearing end of life. At that time the health care provider (hcp) attempted to aspirate the catheter but it was unsuccessful. The surgeon clipped off the connector leaving 2-3 inches on the 40 degree connector and 'immediately' cerebral spinal fluid was retrieved. A syringe was used to attempt to flush the old connector and this was unsuccessful despite applying 'a lot' of pressure. It was confirmed that no volume discrepancies had occurred during refills. In addition, reportedly the patient had been on the same dose for several years and an hcp was confident the patient had received the medication while implanted. The device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.